Event description:
It was reported that the fiber tip broke off during a laser photovaporization of the prostate after 216,512 joules and 27 minutes had been expended. The procedure was successfully completed using a second fiber without clinical consequence.

Manufacturer narrative:
Additional information provided in: b5 describe event or problem, and h6 impact codes.

Event description:
It was reported that the fiber tip broke off during a laser photovaporization of the prostate after 216,512 joules and 27 minutes had been expended. The procedure was successfully completed using a second fiber without clinical consequence.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber tip detachment was confirmed as photographic evidence provided by the customer showed the tip had detached. Due to the limited information available, the probable cause that resulted in the tip detachment could not determined. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. Review of a photo provided by the customer verified that the fiber tip had detached. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Investigation conclusion: based on analysis results, a probable cause of cause not established was assigned to this investigation. Additional information provided in: b5 describe event or problem, and h6 impact codes.

Event description:
It was reported that the fiber tip broke off during a laser photovaporization of the prostate. No patient or procedure outcome information was provided.